Manufacturer narrative:
Refer to section d. Suspect medical device for updated product information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sheath of the monopolar curved scissors (mcs) instrument was noted to have a hole. No fragment fell into patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
Intuitive has received the monopolar curved scissors instrument associated with this complaint and completed investigations. The instrument exhibits scratch marks/abrasions on the brown laser marked section of the tube extension. As a result, the orange plastic beneath the laser marking was exposed. Tube extension scratch marks measured roughly 1.00 mm x 2.0 mm. There was not any material missing. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the defect was in the grey area of part number 2 on the shaft, just behind the orange area, not the tip cover. The monopolar curved scissors (mcs) instrument was inspected before use and the mcs tip cover had no defect, but the scissors had a hole on the surface showing the orange part on the shaft. The mcs did not collide with other instruments during surgery. The surgeon did not notice any arcing and there was no thermal damage to the mcs or the mcs tip cover.

Event description:
Refer to h10/h11 for follow-up information.